Event description:
In performance of a right lower extremity atherectomy, a 1.25 classic diamondback catheter was utilized and then upgraded to a 1.5 diamondback and eventually a 1.5 predator catheter. Atherectomy of the right popliteal artery was performed and the catheter was then advanced into an area of heavy calcification in the posterior tibial artery. The catheter became stuck with inability to move forward or backward. Required advancing a 035 angled glide catheter in order to retrieve the catheter. The csi representative was present in the cath lab during the performance of this procedure.